Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history review it was noted during the manufacturing process that this order was put on hold at the "unload - gas plasma" phase for the sterilizer aborting mid-cycle, and were reworked through standard rework operations by re-sterilizing the order. However. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. There is no allegations. After review of medical records for the MDR reportability, it was reported that the liner was not seating correctly and was damaged when removed from hip. Doe: (B)(6) 2017. This pc is linked to (B)(4).